Event description:
It was reported by the rep that the (1) hp052 was used during a laparoscopic cholecystectomy procedure. The blade used was a lcsc5. A solid tone was received a short time into the case. The blade was cleaned and retorqued but the same result was received. The handpiece was tested and then removed from the field. The case was completed with electrocautery successfully. There was no pt consequence.